Event description:
The patient underwent a lumbar sacral fusion surgery using tlif. It was reported that, intra-op, both the products broke.no fragments of the products remained in the patient

Manufacturer narrative:
(B)(4): no damage noted to the threads of mas head threaded interface. Visually confirmed approximately ~3mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, consistent with torsional overload condition. Conclusion: the above findings are consistent with torsional overload.